Manufacturer narrative:
Device manufacture date not available at time of this report. There were no pt complications and the tip was recovered from the pt.

Event description:
A medtronic rep reported that the awl tip of the apt, (awl probe tap), driver broke off in the pt. Both pieces were retrieved from the pt. The surgeon continued the procedure with the use of the stealthstation to completion. There was no impact on the pt outcome.